Event description:
After infusion is complete, clamp which is supposed to clamp off bag, breaks about 25-30% of the time. There is a screw-on end cap and clamp in addition to the cap. The MFR verbally told rptr that this is possibly related to the heat sterilization process; however, product is still being shipped.